Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint shows no problem was detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device is due to no device problem was found. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in auxiliary channel. There was no patient involvement.